Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned with the dispenser hoop and tray. Visual and tactile analysis revealed an area of peeling coating 72.5cm from the proximal. Areas of patchy coating were visible 74 to 75cm from the proximal. A 0.0184in mandrel was advanced through the hub and no restriction was experienced. All dimensions were measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the device was not used in accordance with the dfu. It is recommended that continuous flow of appropriate flush solution be maintained between the renegade fiber braided microcatheter and guiding catheter and the renegade fiber braided microcatheter and any intraluminal device. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a embolization treatment procedure, difficulty advancing the microcatheter was encountered. The target lesion was located in the moderately tortuous hepatic artery. A transcend 14 guide wire was successfully advanced within a 0.038inch 5fr cx catheter. The 130/20/1tip renegade microcatheter was unable to be inserted into the 5fr catheter. Intermittent flush was performed during the procedure. The renegade microcatheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Returned product analysis revealed an area of peeling coating.